Event description:
A (B)(6) male fell off a horse in (B)(6) 2008 and experienced bilateral radius fractures. He was initially treated conservatively with casting. On (B)(6) 2008, a radius plate was applied to the left radius with four locking screws in the head and two cortex screws in the shaft along with (B)(4). Post operatively on an unknown date, four screws reportedly broke. All hardware was removed on (B)(6) 2009. This is the first of four reports for this event.

Manufacturer narrative:
Part number and lot number: information was not provided during initial report. Additional information has been requested. Age reported as (B)(6), unknown if this was the patient's age at time of screw breakage or age at original injury. Manufacturer cannot be determined without a part number. Manufacture date and 510k/PMA cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.